Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 519 mg/dl. The customer reported they have a backup plan available. Customer did bolus with the insulin pump. The customer also reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 519 mg/dl. The customer was treated with the pump. The customer reported that the drive support cap is flush. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.